Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I'm now 6 weeks post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("knee pain"), pain in extremity ("leg pain"), palpitations ("heart palpitations") and dyspnoea ("shortness of breath"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal, palpitations and dyspnoea outcome was unknown and the arthralgia and pain in extremity had resolved. The reporter considered arthralgia, dyspnoea, medical device removal, pain in extremity and palpitations to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: knee pain, leg pain, dyspnea, palpitations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events were added as palpitations and dyspnea. New reporter was added. The outcome of the events knee pain and leg pain are recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m now 6 weeks psot op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("knee pain") and pain in extremity ("leg pain"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal and pain in extremity to be related to essure. The reporter commented: knee pain and leg pain almost went away quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m now 6 weeks psot op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("knee pain") and pain in extremity ("leg pain"). The patient was treated with surgery (she had undergone essure removal surgery on (B)(6) 2019). Essure was removed. At the time of the report, the medical device removal, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, medical device removal and pain in extremity to be related to essure. The reporter commented: knee pain and leg pain almost went away. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.